Event description:
Facility alleges the CPR lever will not lower the head section. There was no reported injury or incident.

Manufacturer narrative:
Technician found the bed in ICU no injury was reported. Found: - the CPR lever will not lower the head section as the hairpin connection to the CPR valve was not connected. Reconnected the pin and then tested the unit to resolve this issue.